Event description:
The user reported that the catheter was placed in the pt on (B)(6) 2012. The pt was being treated at the dialysis clinic when the nurse noticed that the tubing was cracked or broken near the end of the connector. The pt was treated prophylactically with antibiotics and did not develop peritonitis. The catheter was repaired and a new connector was attached. No harm or injury was reported. The catalog number provided is an estimate as the user was unsure of the exact catheter that had been implanted in the pt. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A review of the device history record and complaint database could not be performed as the user did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.